Manufacturer narrative:
Device evaluated by manufacturer: promus element, mr, ous 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the proximal end of the stent were lifted and pulled in a proximal direction. The undamaged section crimped stent od outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jan2020. It was reported that stent could not cross the lesion. The target lesion was located in the left main artery. During the percutaneous coronary intervention a 2.25x28mm promus element drug eluting stent delivery system was advanced to treat, but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a damaged stent.